Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been received at boston scientific. Should additional information become available an amended report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that this device had not delivered any atp schemes and the only shock delivered was induced. The header was secure on the device case. The device passed electrical testing which verified pacing, sensing, defibrillation, and recording functions. Analysis has confirmed that this device performed normally throughout testing, operating as designed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator had started to erode through the surface of the patient's device pocket. A pocket revision was performed; and the decision was made to remove and replace the device as this device was included in the subpectoral implant 2009 product advisory. The new device was placed submuscular. No additional adverse patient effects were reported.

Event description:
The explanted device was returned to boston scientific for analysis.